Event description:
A 3.5mm diameter x 30mmm length ave gfx stent was inserted into the left anterior descending artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the guide catheter and the stent dislodged from the stent delivery system. The physician did not follow the instructions for the removal of an undeployed stent when the stent was retracted into the guide catheter. The stent is believed to be in the right femoral artery at the location of the sheath, however, it was never visualized angiographically. The target lesion was then treated with two stents, successfully. The report states that "there was no pt complication" and there is no further info available from the user facility.